Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/30/2019. The customer reported that the nav-ring was malfunctioning. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported problem. The fse replaced the front bezel to address the reported problem.

Event description:
The customer reported that the nav-ring was malfunctioning. There was no patient involvement.